Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with ipp procedures and are noted as such in the instructions for use (IFU). Device history record (DHR): a DHR and ship history review cannot be performed as the serial/lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp IFU was reviewed. The patient symptoms of pain and discomfort were found to be listed in the IFU. Also, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain in the first three weeks following an inflatable penile prosthesis (ipp) implant. The patient mentioned that oxycodone did not work for the pain and also alleged a reduction of penile length. The patient indicated also feeling residual pain a year after the procedure . The patient alleged the penis did not "hang down" like a normal organ and needed special underwear to keep it pointed up.

Event description:
It was reported that the patient experienced pain in the first three weeks following an inflatable penile prosthesis (ipp) implant. The patient mentioned that oxycodone did not work for the pain and also alleged a reduction of penile length. The patient indicated also feeling residual pain a year after the procedure . The patient alleged the penis did not "hang down" like a normal organ and needed special underwear to keep it pointed up.